Event description:
A customer called to report a pdm that has a blank screen - she stated that it began with lines and now it is on the whole screen. She stated that as a result, she was not able to bolus correctly and is now in the hospital due to high bgs and will be there until she has a replacement pdm.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a failure of the lcd screen, rendering the device unusable. The user is instructed in the product user guide to frequently monitor their bg levels. By following this recommendation, the user would become aware of high bg levels for any reason and could not use another device or backup therapy if required. It also suggests that the patient always carry extra supplies in case of emergency.